Event description:
This lead was implanted on (B)(6) 1999 and remains implanted at this time. The patient came into clinic at (B)(6) on (B)(6) 2014 with underlying sinus rhythm, battery status as good, 2 years, magnet rate at 100bpm, a paced 2%, v paced 22%. Atrial oversensing episodes were noted and a sensitivity was adjusted to 1.0 mv. The patient will be going back into clinic in 1 month to assess the oversensing. The physician was dr. (B)(6) at (B)(6) hospital in canada. No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).